Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the pre-existing scar tissue caused issues with lead placement which led to a 2nd lead revision. This was noted to be within 1 to 2 years after initial implant in 2010. Manufacture¿s record indicate only one lead was removed in 2012. Follow up has been conducted to obtain information regarding the revision, root cause and intervention/resolution for the event.

Event description:
It was also noted the indication for use included reflex sympathetic dystrophy/causalgia.

Event description:
Additional information received from the healthcare provider (hcp) reported that no lead revision/replacement took place between (B)(6) 2010 and (B)(6) 2016 but the hcp then stated one took place during this time. The hcp hadn't seen the consumer since (B)(6) 2014.